Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not shock. The device was in use on a patient. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not shock. The device was in use on a patient. Philips is considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. No adverse event was reported or associated with the use of this device.